Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 117" and would not discharge during defib testing. Complainant indicated that there was no pt involvement in the reported malfunction.